Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the svc coil measured undefined impedance. The lead was capped and replaced.